Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was lower than expected and while charging the battery gauge was still at a low percentage. While discussing event with tandem technical support, battery was at 100 percent. Blood glucose was 138 mg/dl.